Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: unknown saline implant. (B)(4).

Event description:
It was reported (via FDA medwatch) that a female patient of unknown age who underwent breast prostheses implantation with mentor saline implants on (B)(6) 2003 experienced the following: "I had mentor smooth surface sub muscular saline implants back in 2003. Since implantation many things have occurred. Not because of age either. Weight gain, two cervical disc implants, spinal l4/5 fusion, s1 partial discectomy, hypothyroidism, restless leg syndrome. Insomnia, heat intolerance, sensitivity to sun, unexpected falls, numbness and tingling in legs, feet, hands. Severe recurring pain in chest (feels like I am stuck to ribs). Severe breast rashes, latex allergy. Occasionally white flecks of light cross my vision. Ms sclerosis, degenerate disc disease, chronic inflammation." The patient did not report any product issue, such as deflation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.